Manufacturer narrative:
Rti germany conducted a batch record re-review for serial ID (B)(6) manufactured from lot nzs18490029. Two departures were noted during the records re-review that did not negatively impact grafts manufactured from the lot. Investigation results indicated that serial ID (B)(6) was manufactured to specification and met all final release criteria prior to distribution. To date, rti germany has manufactured and distributed 8 lntegra duraflex¿ dural grafts from lot nzs18490029 without related complaints. Lntegra duraflex¿ dural graft is a natural, resorbable collagenous device indicated for dura mater substitution. After implantation, the absorption and tissue regeneration process begins one or two days post-operatively and may continue for weeks or even months. Under certain circumstances, the regeneration process may fail. Most often the failure is associated with the patient's medical history (e.g. Diabetes, allergic reaction) and/or lifestyle (e.g. Smoking, high activity level). Cerebrospinal fluid leakage (csf), has already been described in the instructions for use. An extrinsic factor that may also contribute to csf is the improper fastening of the membrane during implantation. The date the patient developed leakage is unknown. A pseudomeningocele is a fluid filled hole not surrounded by the dura mater that has the tendency to enlarge. A pseudomeningocele often develops after surgeries with dissection of the dura. Based on the limited details provided surrounding the patient's post-operative clinical course, it is most likely that the adverse event is associated with a source or event extrinsic to the lntegra duraflex¿ graft.

Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information is provided, a follow-up report will be submitted.

Event description:
Rti surgical, inc. (Rti) received an adverse event complaint from integra lifesciences on (B)(6) 2021. The reported complaint indicated that a patient with chiari malformation underwent a posterior fossa surgical procedure with implantation of a duraflex graft on (B)(6) 2021. On an unknown date, the patient developed a csf leak. The patient has had a shunt implanted and an endoscopic third ventriculostomy (etv) but not as a result of the csf leak. On (B)(6) 2021, additional information was provided to rti by the hospital that indicated the csf leak was a pseudomeningocele between the graft and the suture line. She did not have external leakage.